Event description:
It was reported to boston scientific corporation that during prep of a hydratome rx sphincterotome device, the distal tip "did not appear to be normal and had a jagged edge." According to the complainant, the procedure was completed with another hydratome rx sphincterotome device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine."

Manufacturer narrative:
Abnormal appearance of tip - according to the complainant, the suspect device has been disposed and is not available for return. A device evaluation has not been performed; the cause of the reported malfunction is undetermined.